Event description:
It was reported the programmer was overheating, and then symbols appeared when attempting interrogation. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The programmer had no power up issues. It was left on for 24 hours, with no overheat error. However, various reset errors were found in the programmer error log. The left keyboard hinge was also noted to be broken. (B)(4).